Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced withdrawal. It was noted that a healthcare provider prescribed oral meds that had caused an issue with the pump previously. The pt had to be taken off the medication in the pump, due to the complication with the oral meds. The pt was hospitalized for several days, and then had to go to a rehabilitation facility. The pt currently is at home; and is due for a refill next month. The pump was used to deliver lioresal. Additional info has been requested, but was not available as of the date of this report.